Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according for information received, surgeon is ordering two patient specific hip-inlay for a planned revision because of normal and expected pe-wear on both sides. Doi: about 20 yrs ago. Dor: planned to take place as soon as possible. There has been no allegation of any product deficiency. The product was not returned to depuy synthes; however, an x-ray was provided for review. See attachment (B)(4) x-ray. The x-ray investigation revealed nothing indicative of a device nonconformance. Additionally, the wear or deterioration of the liner cannot be confirmed with the evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the x-ray attached is insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 32 2) date of manufacture: 23rd june 2005 3) any anomalies or deviations identified in DHR: n/a 4) expiry date: 22nd june 2010 5) IFU reference: (B)(4). Added: h4, e3. Corrected: e2.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient will undergo a revision procedure due to hip-inlay pe wear on both sides. Doi: about 20 yrs ago. Dor: planned to take place as soon as possible.